Event description:
Intrauterine device (iud) implanted, false negative hcg (pregnancy) test result. Reports received in february 2004 and march 2004 from a healthcare facility regarding a pt who tested negative on the contrast ii hcg combo test on an unspecified date. The test was performed on urine (specific gravity unknown). According to the reporter, "the pt returned to the facility, reason unclear, and was confirmed pregnant (method not provided)" and the site had implanted an intrauterine device (iud). The pt's last menstrual period was unspecified. The reporter indicated that additional urine testing confirmed pregnancy. To date, no fetal or pt injury has been reported. No info was provided on the pt's outcome. Doctor was unsure of pt and any details."